Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A tech reported a pt with dry eyes and mild superficial punctate keratitis (spk) in both eyes one week following lasik treatment. The pt was prescribed cyclosporine ophthalmic emulsion drops. In a follow up with the tech, she indicated the pt had punctal plugs inserted on (B)(6) 2014. The pt was last seen on (B)(6) 2014 and the event had improved. There are two medical device reports associated with this event. This report is for the right eye.